Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture (tsp) was done using the versacross connect system with a pigtail wire. 20k units of heparin was administered pre-tsp. Once versacross pigtail wire completed the tsp, the imaging anesthesiologist noticed a clot forming in appendage prior to was sheath crossing septum. Another 10k units of heparin were administered which dissolved the clot. The physician decided to move forward with the procedure and successfully implanted the closure device once clot was not present anymore. There were no patient complications. The patient medication was changed from plavix and aspirin to 5mg of eliquis and baby aspirin and the patient was discharged home.